Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned to the manufacturer for physical evaluation. During the gross visual examination, a delamination in the polyurethane (pu) was observed on the cavity ID end. The delamination was noted to be extending from approximately 220° to 30°, with the dialysate ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. The reported issue is confirmed. The probable causes for a delamination include: how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the facility administrator (fa). The reported issue occurred within one minute of treatment initiation. The blood leak was noted to be internal. The blood leak could not be visually observed. The fresenius 2008t bluestar machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a1 (patient identifier), a2 (date of birth), a3 (gender), a4 (weight), b5 (event description), d9 (device available for evaluation), d10 (concomitant products) g2 (report source), h3 (device evaluated by manufacturer), h6 (device component code) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the facility administrator (fa). The reported issue occurred within one minute of treatment initiation. The blood leak was noted to be internal. The blood leak could not be visually observed. The fresenius 2008t bluestar machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4, h4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the facility administrator (fa). The reported issue occurred within one minute of treatment initiation. The blood leak was noted to be internal. The blood leak could not be visually observed. The fresenius 2008t bluestar machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
The inventory manager for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was indicated upon initial reporting. No samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.